Event description:
Event description guidant received information that at the implant procedure both leads were tested to verify lead placement and threshold measurements with the psa. Everything appeared to be working fine. The ventricular lead was then inserted into the lead barrel and there was no pacing. The patient's intrinsic rhythm was coming through at a rate of 25 beats per minute. The ventricular lead was then hooked back up to the psa, to maintain pacing. The atrial lead was inserted into the pacmeaker and it worked fine, it confirmed the device was working. The ventricular lead was then re-inserted into the pacemaker, at which time it worked. The field clinical representative has called technical services to inquire as to what may have been the problem.